Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated their device and verified the reported issue. It was observed that the device therapy connector assembly had broken pins. The biomed later confirmed that the therapy connector assembly in the device was replaced to resolve the reported issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to use. The device was not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to display an ECG waveform during a through paddles lead during a patient event. The biomedical engineer observed that the device was unable to detect that a defibrillation therapy cable was connected. As a result, no ECG waveform would be displayed, and defibrillation therapy would not be available to a patient if needed. The customer advised that there was no adverse patient outcome caused by the use of the device. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.